Event description:
It was reported that x-rays were taken and indicated that the s1 lead had migrated back to the generator site. Patient denies any trauma or falls. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.